Event description:
The customer reported that a pt had expired before being connected to a philips monitor. The monitor still gave some values for hr and nibp.

Manufacturer narrative:
(B)(4): the customer reported that the pt had already expired prior to being connected to the monitor, and that the monitor was not considered to be a contributing factor in the pt's death. This is being reported only because a philips device was in use on a pt who died. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.